Event description:
Healthcare professional (hcp) reported a patient was injected in the top lip with juvéderm® ultra. The patient was ¿sent home with prednisone.¿ the patient experienced ¿inflammatory nodules after injection¿. The patient was injected with hylenex®. Approximately a little less than month after the last injection the patient was injected again into their top lip with juvéderm® ultra. About 5 days later, just in their top lip they ¿presented with post inflammatory nodules¿. About one week later the patient was treated with hylenex®. Symptoms status is unknown. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-16624). This emdr is being submitted for the second injection of suspect product, juvéderm® ultra.

Manufacturer narrative:
Additional, corrected, and/or changed data:b3.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the top lip with juvéderm® ultra. The patient was ¿sent home with prednisone.¿ the patient experienced ¿inflammatory nodules after injection¿. The patient was injected with hylenex®. Approximately a little less than month after the last injection the patient was injected again into their top lip with juvéderm® ultra. About 5 days later, just in their top lip they ¿presented with post inflammatory nodules¿. About one week later the patient was treated with hylenex®. Symptoms status is unknown. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-16624). This emdr is being submitted for the second injection of suspect product, juvéderm® ultra.